Event description:
This case was reported by a consumer and described the occurrence of white mucus in a (B)(6) old female pt who received gsk denture adhesive (formulation unk) (corega denture adhesive cream) cream over a period of 1 day for dentures. A physician or other health care professional has not verified this report. On (B)(6) 2011, the pt started gsk denture adhesive (formulation unk) (dental). Approx 1 hour later, on (B)(6) 2011, the pt experienced white mucus in mouth and called an ambulance. The doctors detected paroxysmal atrial fibrillation and hypertension aggravated. The pt was treated with procainamide and for the next few days experienced weakness and dizziness. Treatment with gsk denture adhesive (formulation unk) was discontinued. At the time of reporting, the events were improved. The reporter considered that the events were possibly related to treatment with gsk denture adhesive (formulation unk).

Manufacturer narrative:
Corega is manufactured in (B)(4), and marketed as super poligrip in the united states. The product was not available. (B)(4).